Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 450 mg/dl. The customer stated that she was vomiting and was having trouble breathing. The customer also stated that she experienced diabetic ketoacidosis on (B)(6) 2012. The customer stated that she called her hcp. The customer stated that her hcp has her change her basal rates every two weeks to adjust for low blood glucose levels. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. Found low battery and no delivery alarms in the alarm history. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer stated that she would call back to continue with the troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.